Manufacturer narrative:
(B)(4) - additional surgical procedure was required to retrieve the 2nd marker band, but there is no code available. Results: based upon evaluation of user facility information; based upon testing of reserve samples. Conclusions: the involved sheath was not retained by the user facility and neither the product code or lot number is known so no conclusion can be drawn; based upon testing of reserve samples. As stated above, the involved sheath was not retained by the user facility and neither the product code or lot number is known, which limits the investigation. Therefore, the investigation was based on evaluation of user facility information and representative reserve samples from random lots of 7-fr product. Visual inspection of reserve samples did not reveal any abnormalities or defects and all samples passed functional testing. Although the cause cannot be definitively determined, there is no evidence that the reported marker band separation was related to defect or malfunction of the sheath. Therefore, this report is being submitted as a precautionary measure. A request for additional information has been sent to the physician, but no response has been received. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. (B)(4)

Event description:
The user facility reported that both marker bands were noted to have dislodged from a supera stent delivery catheter following a stent placement procedure. Follow-up communication with the user facility revealed the following: there was no unusual resistance when inserting/withdrawing the supera catheter through the 7-fr. Pinnacle sheath; after the successful stent deployment, the marker bands were observed by physician to have become "dislodged" from the supera stent delivery catheter; one of the marker bands was retrieved in the lab using a filter device; the patient was sent to surgery where the second marker band was successfully removed; and the patient is reported to be "fine."